Event description:
The reporter stated that rptr did back to back blood glucose tests, within minutes, using different finger sticks. Rptr's results were 173 and 132mg/dl. Rptr did not have any symptoms. Control testing was not done. No harm was alleged.